Event description:
The facility's pharmacy technician reported the pump was infusing faster than what it was programmed for during patient use. A 1000ml bag of straight fluid with no medication added was programmed to infuse at a rate of 80ml/hr. Per the pharmacy technician, the bag was empty several hours sooner than intended and the pump's display read there was still fluid to be infused. The patient was an elderly patient but no additional specific patient details were provided. No medical intervention was needed and no patient injury resulted.